Manufacturer narrative:
Concomitant products: product ID: 3057, product type: screening device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient experienced pain in their leg/joint area after decreasing stimulation. The patient has been working with their rep and was switching sides on their own. They were on the left side and said symptoms have worsened so the patient was changed back to the right side for comfort. A day later, the patient reported being disappointed with the results, and has had an increase in urgency/frequency. Patient also said, "I am having trouble with this thing." Later on that day, the patient was still disappointed with their symptoms. A day later, the patient continued to not be happy with the results and said, "I thought it would work. I think there is something wrong with it." On (B)(6) 2017, patient said there is something wrong again. Constipation was also reported and the patient took something the night before. They are dehydrated from working outside and has blood on their shirt. Patient also stated that they are not completely emptying their bladder. No further patient complications have been reported as a result of this event.